Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is no longer available for evaluation.

Event description:
According to the reporters: dr. (B)(6) stated that the trocar cracked during the case while in the patient. The part was removed safely. There was no injury to the patient. The device stopped woring during the middle of the procedure. It was swapped for a new device. Additional information was requested and will be submitted once received.